Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21156. It was reported the pt has not felt stimulation for approx 5-6 months. The pt was unable to charge the ipg using two charging systems and the programmer displayed an "ipg battery low/stim off" message. F/u identified the sjm rep confirmed the loss of communication with the ipg. The pt also reported experiencing ineffective stimulation prior to losing stimulation/communication. Surgical intervention will be taken to address the issues.